Event description:
It was reported that the atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in good condition after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).